Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for premature battery depletion. During the explant procedure, it was noted that the connector block was separated from the case. The leads were disconnected and were connected to the new ICD without difficulty. The device will be returned for analysis.